Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4)2019, UDI#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had a loss of coverage and claimed that the implantable neurostimulator (ins) battery was not working and had never gotten low back coverage. As and patient factor that could be related to the issue, the patient did admit to several falls over the last several months. An impedance test was performed and showed >10,000 ohms on 8, 9, 10, and 13. The representative met with the patient and reprogrammed them with electrodes not affected by the impedance issue. The patient stated that they had good coverage and was happy with the new settings. The issue was reported as resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.